Manufacturer narrative:
(B)(4). Batch # r58g79. Investigation summary: the analysis results found that one ec60a device (b) was returned with the anvil bent upwards with the knife jammed and with a gst60t reload loaded on the device. The reload was received partially fired 2/3. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopy the device jammed and locked out on lung tissue. It is unknown how the procedure was completed and there were no patient consequences reported.